Manufacturer narrative:
H10: additional information; h2: updated section b5 and h6 ( impact code); h3, h6: the reported device was received for evaluation. A visual inspection revealed that the suture and both anchors were returned. T1 was out of the deployment channel. T2 was in the t2 position. Most of the suture was tucked into the depth gage tubing. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was performed on the returned device and found that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair, after deploying both ts of the fast-fix 360 , t2 anchor came out from the meniscus while pushing the knot with knot pusher suture cutter device. Both ts were removed from the patient. Surgeon tried to reload and use after t2 came out from the meniscus, for the second reattempt t2 remain in the shaft of the fast fix device. The procedure was completed with non-significant delay using a back-up device. No patient complications were reported.

Event description:
It was reported that, during a meniscus repair, after deploying both ts of the fast-fix 360, t2 anchor came out from the meniscus while pushing the knot with knot pusher suture cutter device. Both ts were removed from the patient. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).